Manufacturer narrative:
Additional contact: (B)(6). The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding smallbore extension set w/ 6-port nanoclave manifold where it was reported that the patient was on medications. Rn was checking the patient when she felt the mattress was wet. Rn picked up the manifold, and one of the ports cracked off completely. Patient's blood pressure and heart rate had dropped significantly, and they had to push emergency medications. Patient is currently stable again. The product was used roughly 4-8 hours. There was patient harm and there was delay in therapy.

Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected. The housing was broken from the manifold on the nanoclave. Examination of the break showed one side higher than the other and the weld still intact. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 11/18/2025.